Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected failed battery test alarm was noted. No unexpected blank display was noted. All of the buttons functioned properly. Corroded keypad traces were noted during the visual inspection. Minor scratches on the display window, cracked case at the display window corner, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, a stained end cap sticker, corroded vibrator motor, a corroded battery tube, a corroded motor home switch and corrosion on the electronic assemblies were noted during the visual inspection. The insulin pump passed the displacement test. The operating currents could not be tested and the off no power test could not be performed due to an alarm for a loose drive support disk. The insulin pump alarmed for a loose drive support disk during the basic occlusion test due to corrosion on the electronic assemblies.

Event description:
Customer reported his insulin pump got wet from rain and now there is condensation under the display. The device alarmed failed battery test today. Customer's blood glucose is 200 mg/dl. The device is vibrating without an alarm or alert. During the call, the display went blank. The battery compartment and cap are not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.